Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on and charge it. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions from technical support to try different button presses and charging steps without success, then arranged for pump replacement under warranty, planned to use multiple daily injections as backup therapy, agreed to place pump into storage mode and return it with a pre-paid label, and understood the need to reenter pump settings and reconnect continuous glucose monitor to replacement pump.